Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement mobile field generator shipped to site 03/01/2016. Replacement mobile field generator was returned to manufacturer on 03/14/2016, unused. Return requested. Replacement axiem integrated 4port shipped to site 03/01/2016. Medtronic investigation of returned suspect axiem integrated 4port finds that this unit is very intermittent, the communications link to software drops out randomly. Power cycling the unit will usually re-establish communications, however, is unpredictable as to when it will fault again, but it will fault. Red status / no tracking - electrical failure. On 03/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while setting-up a demo navigation system, the axiem box and emitter were in red status. In trouble-shooting, it was determined there was a hardware failure in one of these devices. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that after replacing the axiem box, the issue was resolved. This issue was documented in a medtronic navigation hardware anomaly tracking database.